Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains. This report is filed january 21, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit. The implanted device remains.

Manufacturer narrative:
This report is filed june 28, 2016.